Event description:
On (B)(6) 2012, the pt's doctor's office reported the infusion device would not respond to button presses and was stuck in the stop mode. The protective rubber on the up, down, menu, and check buttons is damaged, and the base plate of the infusion device is visible. The buttons do make an audible click when pressed. The buttons will not respond even if pressed hard. The infusion device was not dropped, and the key-lock feature is not activated. The pt changed the battery, but this did not resolve the issue. The infusion device was replaced and requested for eval. No physiological effects were reported, and the pt did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified, the production data shows no deviations of the specifications. As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.